Event description:
The source literature reported that the purpose of the study was to evaluate the prevalence, management, and outcomes associated with hybrid implantable cardioverter-defibrillator (ICD) systems. 92 patients in the study received a hybrid ICD system. Of those, 14 patients received boston scientific devices and displayed alerts for high out-of-range pacing impedance (>2000 ohms) and/or high shock impedance measurements (>125 ohms). The following observations were made: three patients presented with high atrial lead impedance, 7 high right ventricular lead impedance, 1 high left ventricular impedance, and 2 high shock impedance measurements noted during remote monitoring. Additionally, one patient did also display increasing, eventual out-of-range shock and pacing impedance measurements. Increased capture threshold measurements and loss of capture were also noted. This patient had a boston scientific ICD paired with medtronic atrial and ventricular leads. The system was explanted and replaced with a right-sided system. Analysis from the competitor's leads revealed micro-fractures which likely resulted in the clinical observations. This patient had no additional adverse effects and all patients are continuing with remote monitoring. The source literature also reviewed similar hybrid studies that concluded in patients with hybrid systems, sporadic high impedance measurements usually returned to the baseline implant values. The reason for sporadic out-of-range spikes in the pacing and shock impedance measurements were most likely due to differences in the manufacturing processes that lead to small mismatches of the lead pin-ICD header. It was concluded that in the absence of potential lead fractures and/or lead-to-device connection issues, sporadic high impedance measurement spikes can be safely managed with close remote follow-ups, rather than necessitating a revision procedure to resolve the event.